Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. The it was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during the right ventricular lead implant attempt it took more than 12 turns to retract the helix and then the helix would not extend after more than 30 turns. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.